Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient called to report left side "breast feeling lumpy and hard, and a bubble on the top and bottom of breast." Additionally, healthcare provider reported capsular contracture, baker grade iii. Patient also reported "pain"; this is not device related. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation device, creases fold, bubbles in the gel, wear abrasion and weight to the specification. Voids in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.